Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 28 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 04:00pm. The patient manages her diabetes with an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that "six hours" after the alleged issue occurred, she developed symptoms of "urination, thirst and blurred vision" however denied receiving any treatment. During troubleshooting the cca noted that the meter did not power on when prompted by pressing the power button or by inserting a test strip. The batteries did not require replacing and there was no apparent misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious injury after the alleged meter issue occurred.